Event description:
During product evaluation, the pump failed an accuracy test for underinfusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp representative did not have information regarding whether there have been any reports of any pt injury or medical intervention.